Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to possible instability. Intra-operatively, surgeon reported that the implants felt stable. A stryker liner and a competitor's femoral head were revised. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.